Manufacturer narrative:
Initial.

Event description:
It was reported that the patient installed a new dexcom g6 continuous glucose monitor (cgm) sensor and transmitter, entered pairing information into the ilet pump, saw sensor warm-up on both the pump and the g6 app, and then toggled the pump sensor settings, which interrupted pairing during warm-up until the correct pairing code was re-entered; the issue involved an incorrect procedure during setup with no specific device component implicated. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to setup steps, consistent with an improper procedure, with no applicable component-level failure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.